Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed 7 applications were performed with a balloon catheter on the date of the event with no issues. Visual inspection of the mapping catheter showed that the shaft was broken and separated from the lemo connector. There was a kink 2.6 inches from the lemo connector. All the ECG signal wires were broken inside the shaft. In conclusion, the catheter failed the return product inspection due to a broken shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure during setup, the mapping catheter was removed from the packaging and appeared to be bent. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.